Event description:
While cauterizing the right buccal mucosa the cautery escaped from the sides of pencil above the cautery tip on the plastic of the pencil. This caused a burn to the patient's inner cheek and tongue.